Event description:
Per rep, during the procedure the bands misfired. The bands stuck together (it looked as through they were glued together) and would not capture the varices. The md was able to complete the procedure.